Manufacturer narrative:
Patient's weight measured at the baseline of the study. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient's ins was at end of service (eos) and they had dystonic symptoms. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was considered ongoing. No further complications were reported as a result of this event.